Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. A cause of death has been requested and not received. Additional information: per the physician, the patient had a history of myelodysplastic syndrome with a white blood cell count of greater than one hundred thousand, and further noted that the patient's death was not device related. A cause of death will not be received. Evaluation summary: (B)(4) - the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. A visual analysis was performed only. (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. A visual analysis was performed only.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. A cause of death has been requested and not received.

Event description:
A dual chamber implantable cardioverter defibrillator (ICD) system was received by the manufacturer from an unknown source. No further information was provided. Further review of the manufacturer's database indicated the patient died approximately eleven and one half months post the device system implant.